Event description:
It was reported that the coil prematurely deployed and malpositioned, which required snaring. A 2mm x 4cm embold fibered coil was selected for use in an adrenal myelolipoma. An attempt was made to deploy the coil through a 105cm truselect microcatheter. The area of interest was a branch of the adrenal. The physician did not like the coil's position, so an attempt was made to retract the coil, but only the delivery wire came back, not the coil itself. No resistance was felt when trying to pull the coil back, and the proximal release perforation was not snapped and remained intact. An 016 coil pusher was used to try and push the coil out, but this was unsuccessful. The microcatheter was able to be removed, but the coil and string from the delivery wire were still in the base catheter. A non-boston scientific guidewire was used to try and push the coil through. It looked better, but the string was still in the base catheter. While attempting to remove the guidewire, the base catheter flipped the coil into the aorta. Contralateral access was obtained in order to snare out the coil and string. The patient was hemodynamically stable, and there were no complications post case.

Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis. Visual examination revealed a stretched and detached partial coil. The introducer sheath was not returned. The perforations were intact. Microscopic examination revealed that the partial coil was detached at the distal coupler weld. There was no coupler damage. Media was returned in the form of a photo. The photo was reviewed which showed the device coil was detached/separated.

Event description:
It was reported that the coil prematurely deployed and malpositioned, which required snaring. A 2mm x 4cm embold fibered coil was selected for use in an adrenal myelolipoma. An attempt was made to deploy the coil through a 105cm truselect microcatheter. The area of interest was a branch of the adrenal. The physician did not like the coil's position, so an attempt was made to retract the coil, but only the delivery wire came back, not the coil itself. No resistance was felt when trying to pull the coil back, and the proximal release perforation was not snapped and remained intact. An 016 coil pusher was used to try and push the coil out, but this was unsuccessful. The microcatheter was able to be removed, but the coil and string from the delivery wire were still in the base catheter. A non-boston scientific guidewire was used to try and push the coil through. It looked better, but the string was still in the base catheter. While attempting to remove the guidewire, the base catheter flipped the coil into the aorta. Contralateral access was obtained in order to snare out the coil and string. The patient was hemodynamically stable, and there were no complications post case.